Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The associated backplane fuses were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a loss of cine functionality. No patient serious injury or death was reported related to this event.